Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
Reporter stated the patient experienced severe hypoglycemia and lost consciousness while using the infusion device system. His blood glucose was 8.4 mmol/l (151.2 mg/dl) at 10:30 a.m. On (B)(6) 2014, and he collapsed and lost consciousness around 12:30 p.m. An ambulance transported him to a hospital where he was treated with 2 glucagon injections and kept for 4-6 hours. His blood glucose was 1.2 mmol/l (21.6 mg/dl) at 3:00 p.m. And 4.9 mmol/l (88.2 mg/dl) at 4:10 p.m. He has experienced hypoglycemia 15-16 times over the past 2 months. A hospital physician found scar tissue on his abdomen and believed it was due to injections. He was advised this can alter insulin absorption. He tried a different infusion site after the event and woke with a blood glucose level of 10.4 mmol/l (187.2 mg/dl). He also met with a nurse and will return again in a few days. The nurse believed his basal rates were programmed too high. The basal rates were decreased by 0.10 unit per hour, and his target range was increased to 6.0-10.0 mmol/l (108-180 mg/dl). No product will be returned for evaluation at this time.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.